Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure that after the surgeon fired the device, he found that some of the staples were malformed. He used another type of device the complete the anastomosis stoma and to complete the procedure. There was no pt consequence.